Event description:
A malfunction was reported on a customer's pump with no significant events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which did not experience a repeat of the malfunction code afterward. It was confirmed that the customer could continue using the pump and was advised to contact support again if any issues reoccurred, which the customer understood.